Event description:
It was reported that an ilet pump user experienced a high glucose event, with a confirmed fingerstick blood glucose of 361 mg/dl, and no reported precipitating events or meals; customer support completed troubleshooting and education including a full supply change and arranged follow-up to verify glucose was trending down. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond troubleshooting guidance, and planned observation for improvement. Investigation included remote troubleshooting with user education and replacement of disposable supplies. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as user-reported hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.